Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reports "for several months, the intensive care unit has noticed that the arterial catheter (radial insertion) had to be changed after only a few hours (several cases) because of a damped curve." No patient injury reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports "for several months, the intensive care unit has noticed that the arterial catheter (radial insertion) had to be changed after only a few hours (several cases) because of a damped curve." No patient injury reported.